Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, two nodules/collagen nodule (injection site nodule), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a brazilian consumer via customer service and concerns a female patient. She was injected with radiesse, into the jaw, 2 years prior to the report, in 2021. In 2021, soon after the radiesse injection, the patient experienced edema, swelling on her face. Corrective treatment was performed (the patient was unable to inform which one) and there was an improvement in the event. In 2021, the edema, swelling resolved. In (B)(6) 2023, 2 years after the radiesse injection, the patient experienced two nodules (one on each side), on the face and mouth. A nodule was removed with minor surgery. As reported, the other nodule was in a region that difficulty chewing. The physician classified it as a collagen nodule. It was unknown if other measures were taken. In (B)(6) 2023, the nodule on the face resolved. At the time of this report, the nodule on the mouth was not resolved. The patient was not hospitalized and no systemic antibiotic was prescribed. The outcome of the event edema/swelling was reported as resolved, in 2021. Due to the provided information, the outcome of the event two nodules/collagen nodule was considered as resolving. In the opinion of the reporter, the events were not life-threatening, not permanent and related to radiesse. Follow-up information was received on 18-jan-2022: the events pain, difficulty in chewing and opening the mouth were added. The patient was injected with radiesse, into the contour of the face (jaw), in (B)(6) 2019. The patient did not have information about the lot number for radiesse and did not know if the product contained lidocaine. She had no aesthetic treatments prior or after the treatment with radiesse. The patient had no allergies. Concomitant medications included skin and hair vitamins nutricolin and picnogenol (reported as picnogeno). In (B)(6) 2019, 3 months after the radiesse injection, the patient experienced swelling on the side of her face, above the jaw. In b)(6) 2022, she experienced nodules. The patient did not have the information about the size of the nodules. One of the nodules that was below the jaw was removed with minor surgery. The minor surgery was performed to accelerate recovery. After the surgery, she had a small scar, which did not bother her. The physician advised her to look for a buxomaxillo to check the nodule (as reported). The patient had pain, difficulty in chewing and opening the mouth. No further investigations or corrective treatment was performed. The outcome of the events pain and difficulty in chewing and opening the mouth was unknown. The outcome of the events two nodules/collagen nodule and edema/swelling remained unchanged. As the patient reported, in the opinion of the physician, the events were related to bruxism, and not related to radiesse. In the opinion of the patient, the events were related to radiesse.